Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a znn cmn nail 11.5mmx38cm 130 r on the right side on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015 due to a breakage of the device.

Manufacturer narrative:
It was reported that patient received a znn cmn nail on date (B)(6) 2015 and was revised on (B)(6) 2015 due to breakage of the nail. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. X-ray dated (B)(6) 2015: ap-view of patient hip. The patient had a trochanteric fracture of the right femur. However, it was not clear if the fracture was multifragmental. X-rays dated (B)(6) 2015: post-operative ap-view of the right hip. The fracture was treated with the implantation of a znn nail. Two cerclage were used probably to reposition bone fragments. The fracture line was now visible, it went from greater to the lesser trochanter. X-rays dated (B)(6) 2015: ap-view and lateral-view of the right hip. Both pictures depicted the broken znn nail at the level of the lag screw hole. Due to poor image quality, it was very difficult to state if osteosynthesis occurred. Since no lateral post-operative image was provided, it was impossible to compare and determine which kind of dislocation occurred after the nail breakage. The third image showed that even the two distal screws broke and seems to have slightly loosened. Compared to post-operative x-rays, it seemed that the lag screw changed position (migrated) and moved laterally. Revision report dated (B)(6) 2015: complex femur fracture was treated with a znn nail, very good repositioning of fragments was achieved. After the patient's rehabilitation without conspicuous problems, patient increased mobility. However, few days before revision, patient suffered of significant pain. X-rays revealed a broken nail at the level of the lag screw hole, and two broken distal screws. The surgeon started removing the two broken screws, a further medial cut was necessary to remove completely the four screw fragments. All other nail fragments and the lag screw were removed successfully (proximal part of the nail was removed easily since it was broken and detached from the rest of the nail). Surgeon noticed that despite the nail fracture, the bone fracture was in large part already consolidated. Slight dorsal dislocation and torsion of the fracture were observed. The new nail was implanted and fixed with three distal screws. The set screw was locked statically. Devices analysis: the breakage of the nail occurred at the level of the lag screw hole and the two distal screws were fractured. The visual examination of the proximal nail fragment outlined some polished areas and damages. On this fragment some parallel marks could be observed on the surface of the lag screw hole, plausibly originated from reaming or lag screw insertion. A small amount of nail material was missing from the lateral rim of the lag screw hole. In this area parallel marks, compatible with the signs of a reamer, could be observed. The surface of the lag screw hole showed also some deformations at the contact points with the lag screw where the forces are transmitted. The fracture surfaces of the proximal fragment indicated a fatigue fracture progressing from the lateral side toward the medial side of the nail. Macroscopically the character of the initial fracture part could not be assessed. Furthermore, no macroscopic material defect, which could have triggered the fracture, could be detected. The distal fragment of the nail evidenced some marks on the surface of the lag screw hole and around the internal nail hole. These marks probably originated from the handling during the revision surgery. At the contact points with the lag screw, i.e. On the medial side of the lag screw hole, where the forces are transmitted, there was evidence of deformation. The fracture surfaces characterized by beach lines depicted the fatigue character of the fracture. The deformation observed on the nail, was also found on the corresponding area on the lag screw. The set screw had a small tip deformation, which was compatible with the contact of a lag screw groove , the two distal screws showed signs of fatigue rupture. Possible causes for the reported event according to rmw: breakage of implant -> due to lack of adequate fatigue strength - possible -> the fracture had a fatigue type of failure nature which was indicated by the beach marks. Breakage of implant -> due to lack of adequate fatigue strength due to anodization - possible -> the fracture had a fatigue type of failure nature which was indicated by the beach marks. Breakage of implant -> due to implant therapy not performed as indicated - possible -> relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Could not be excluded. Breakage of implant -> due to user chose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail - possible -> a slight deviation of natural position was observed on the x-rays. It was very difficult to confirm it due to poor quality of the images, however, this could have contributed to the event. Breakage of implant -> due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction - possible -> the visual examination showed some drilling of the nail. Breakage of implant -> due to improper use/connection of instruments leading to damage of the nail - possible -> the visual examination showed some drilling of the nail. Breakage of implant -> due to wrong/incomplete information about limitation and postoperative restriction - possible -> relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Could not be excluded. Breakage of implant -> due to patient did not follow the post-operative protocol - possible -> relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Could not be excluded. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. (B)(4).

Manufacturer narrative:
Additional information was received on january 26, 2016 and was added to the case. The manufacturer did not receive devices review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted a znn cmn nail 11.5mmx38cm 130 r on the right side on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015 due to a breakage of the device.